Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), with additional information from the initial reporter, concerned a male patient of unknown age and origin. Medical history included being a type 1 diabetic for more than 30 years, labile glucose (as reported) described as it offered some kind of oscillation with a very high tendency to hypoglycemia, approximately in 2018 (reported as 7 years prior to (B)(6) 2025), he started a carbohydrate-counting treatment, before it, he was only on a diet; after this count he was able to gain weight, gain muscle mass, he went to the gym from monday to friday, and his life changed positively; these episodes were less frequent than before; he used rapid insulin from another manufacturer, with each feeding; it had been more than 10 years since he had been in a situation where he did not faint, but was completely unconscious in this picture, had eyes open, but consciousness was zero. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable pen (humapen ergo ii), 4 units, for the treatment of type I diabetes, beginning approximately in (B)(6) 2025. Frequency and route of administration were not provided. When used the reusable pen, it was not easy when had to adjust the plunger and the body of the reusable pen, it was necessary coupling and applying pressure for the tube to fit (as reported); then, it needed having strength, he was sure he did everything right, and even his wife and daughter were accompanying him too; when he was eating it was high (unclear what they referred to), he went to do the injection in his hand, he selected three units, and when he squeezed it , he saw that no liquid came out, he thought he injected air inside him, he removed and did the process again, a couple of times, then it started to come out but in the shape of a bubble, usually he applied it to the abdomen or leg, he experienced hyperglycemia, and got to the worst. Since (B)(6) 2025, after starting the insulin lispro treatment, he experienced severe blood glucose peaks and he also experienced severe hypoglycemia. By 2:15 pm, his glucose was 80, 82, he was monitoring it with a sensor, everything was right, he applied his insulin lispro with the reusable pen in the morning and inexplicably, he blacked-out when was going to prepare his lunch, when his glucose got low, he got a warning from the sensor, he had fruit at his house, cookies, everything and he ate, he always walks with glucose tubes in his pocket. Everything was adjusted that day, his glucose was around 80, he was fed, and out of nowhere, I blacked out; it must have gone to almost zero. His wife asked a friend to see him, and he talked to him normally; he asked him questions, and he answered because that was how he behave in a hypoglycemic outbreak, he got super conscious, but did not remember his face, or his wife, or what he said to him, he just know that he asked him questions and he answered. The events of hypoglycemia, blood sugar increased, and loss of consciousness were considered serious due to medical significance. While injecting medication into his skin, he observed that the liquid was not poured correctly and only a droplet of the medication comes out. His glucose reached high peaks, on a later day after (B)(6) 2025, where on one of these days he made an application in which he selected 4 units and noticed only air output and did not notice medication output (missed dose). During physical activity, after eating and applying insulin, he noticed still high blood glucose. Conflicting information since it was also reported . On (B)(6) 2025, he had a similar situation; his glucose dropped very strongly, then this same friend came and gave glucose in his mouth, and he started to return to his normal state. On (B)(6) 2025, the blood glucose was 185 mg/dl, 206 mg/dl and 148 mg/dl. On (B)(6) 2025, the blood glucose was 59 mg/dl (blood glucose decreased). On 20-apr-2025, the blood glucose was 188 mg/dl, 264 mg/dl, 85 mg/dl, 124 mg/dl, 159 mg/dl, 149 mg/dl, 159 mg/dl, 172 mg/dl, 163 mg/dl, 138 mg/dl, 157 mg/dl, 232 mg/dl, 127 mg/dl, 127 mg/dl, 166 mg/dl, 196 mg/dl, 200 mg/dl, 147 mg/dl, 166 mg/dl, 165 mg/dl, 169 mg/dl, 181 mg/dl and 187 mg/dl. On (B)(6) 2025, he had suffered very serious hyperglycemia and almost lost his life; although he made corrections in these periods very little changed because despite carefully selecting the units in the pen, the results in balancing blood sugar were quite insufficient. On (B)(6) 2025, the blood glucose was 140 mg/dl, 119 mg/dl, 91 mg/dl, 81 mg/dl, 173 mg/dl, 201 mg/dl, 87 mg/dl, 157 mg/dl, 156 mg/dl, 244 mg/dl, 223 mg/dl, 135 mg/dl, 137 mg/dl, 126 mg/dl, 108 mg/dl, 186 mg/dl, 192 mg/dl and 172 mg/dl. Additionally, he was removing the insulin with a syringe to be able to carry out the treatment and mentioned that the syringe was very painful. On (B)(6) 2025, he was so scared because he had a trip scheduled and thought it was better to buy the pen from another manufacturer and leave the reusable pen aside. He did not faint, he stood up completely blackout, his conscience blackout. The most he did was, when realized he was going into a very severe hypoglycemia, was to sit in a chair, but as he had the beans on, he thought a small reserve of his healthy memory asked him to get up and went to stir the pot of beans and he just stayed there stirring, stirring, stirring, until the spoon melted inside the pot, because he had no reaction, it was something severe. The event of hyperglycemia was considered serious by the reporter due to medical significance reasons. Information regarding the corrective treatment, outcome of the events and status of insulin lispro treatment was not provided. The operator of the reusable humapen ergo ii was the patient and his training status was unknown. The general reusable humapen ergo ii duration and the suspect reusable humapen ergo ii duration of use was not provided. The action taken with the suspect reusable humapen ergo ii and its return status was not provided. The reporting consumer assessed the events were not related with insulin lispro. The reporting consumer assessed the events were related with the reusable pen humapen ergo ii. Update 13-may-2025: additional information was received from initial reporting consumer on 07-may-2025. Added one non-serious event of wrong technique in drug usage process. Updated event of hyperglycemia as serious due to medical significance reasons by the reporter. Updated narrative with new information. Edit 13-may-2025: upon review, updated the suspect drug name form insulin lispro to humalog in narrative. Updated narrative with new information. Update 23-may-2025: additional information was received on 14-may-2025 from the initial reporting consumer. Added medical history and further details regarding glucose events. Narrative was updated accordingly. Additional information received on 20-may-2025 from the initial reporting consumer and processed at the same time was deemed non-medically significant as the details had already been captured in the case. Edit 27may2025: upon review for expedited reporting, this case was unlocked to amend the update statement from 23-may-2025 and clarify that the information received on 20-may-2025 was deemed non-medically significant. Edit 03jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18aug2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported during use of his humapen ergo ii pen that "liquid was not "poured" correctly and only a droplet of the medicine comes out" and on a separate occasion "he selected 4 units and noticed only air vent and did not notice medication output". The patient experienced increased blood glucose, hyperglycaemia and hypoglycaemia. The investigation of the returned device (batch 2405d03, manufactured may 2024) found the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), with additional information from the initial reporter, concerned a male patient of unknown age and origin. Medical history included being a type 1 diabetic for more than 30 years, labile glucose (as reported) described as it offered some kind of oscillation with a very high tendency to hypoglycemia, approximately in 2018 (reported as 7 years prior to may-2025), he started a carbohydrate-counting treatment, before it, he was only on a diet; after this count he was able to gain weight, gain muscle mass, he went to the gym from monday to friday, and his life changed positively; these episodes were less frequent than before; he used rapid insulin from another manufacturer, with each feeding; it had been more than 10 years since he had been in a situation where he did not faint, but was completely unconscious in this picture, had eyes open, but consciousness was zero. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable pen (humapen ergo ii), 4 units, for the treatment of type I diabetes, beginning approximately in (B)(6) 2025. Frequency and route of administration were not provided. When used the reusable pen, it was not easy when had to adjust the plunger and the body of the reusable pen, it was necessary coupling and applying pressure for the tube to fit (as reported); then, it needed having strength, he was sure he did everything right, and even his wife and daughter were accompanying him too; when he was eating it was high (unclear what they referred to), he went to do the injection in his hand, he selected three units, and when he squeezed it , he saw that no liquid came out, he thought he injected air inside him, he removed and did the process again, a couple of times, then it started to come out but in the shape of a bubble, usually he applied it to the abdomen or leg, he experienced hyperglycemia, and got to the worst. Since (B)(6) 2025, after starting the insulin lispro treatment, he experienced severe blood glucose peaks and he also experienced severe hypoglycemia. By 2:15 pm, his glucose was 80, 82, he was monitoring it with a sensor, everything was right, he applied his insulin lispro with the reusable pen in the morning and inexplicably, he blacked-out when was going to prepare his lunch, when his glucose got low, he got a warning from the sensor, he had fruit at his house, cookies, everything and he ate, he always walks with glucose tubes in his pocket. Everything was adjusted that day, his glucose was around 80, he was fed, and out of nowhere, I blacked out; it must have gone to almost zero. His wife asked a friend to see him, and he talked to him normally; he asked him questions, and he answered because that was how he behave in a hypoglycemic outbreak, he got super conscious, but did not remember his face, or his wife, or what he said to him, he just know that he asked him questions and he answered. The events of hypoglycemia, blood sugar increased, and loss of consciousness were considered serious due to medical significance. While injecting medication into his skin, he observed that the liquid was not poured correctly and only a droplet of the medication comes out (pc number: (B)(4), lot number: 2405d03). His glucose reached high peaks, on a later day after (B)(6) 2025, where on one of these days he made an application in which he selected 4 units and noticed only air output and did not notice medication output (missed dose). During physical activity, after eating and applying insulin, he noticed still high blood glucose. Conflicting information since it was also reported. On (B)(6) 2025, he had a similar situation; his glucose dropped very strongly, then this same friend came and gave glucose in his mouth, and he started to return to his normal state. On (B)(6) 2025, the blood glucose was 185 mg/dl, 206 mg/dl and 148 mg/dl. On (B)(6) 2025, the blood glucose was 59 mg/dl (blood glucose decreased). On (B)(6) 2025, the blood glucose was 188 mg/dl, 264 mg/dl, 85 mg/dl, 124 mg/dl, 159 mg/dl, 149 mg/dl, 159 mg/dl, 172 mg/dl, 163 mg/dl, 138 mg/dl, 157 mg/dl, 232 mg/dl, 127 mg/dl, 127 mg/dl, 166 mg/dl, 196 mg/dl, 200 mg/dl, 147 mg/dl, 166 mg/dl, 165 mg/dl, 169 mg/dl, 181 mg/dl and 187 mg/dl. On (B)(6) 2025, he had suffered very serious hyperglycemia and almost lost his life; although he made corrections in these periods very little changed because despite carefully selecting the units in the pen, the results in balancing blood sugar were quite insufficient. On (B)(6) 2025, the blood glucose was 140 mg/dl, 119 mg/dl, 91 mg/dl, 81 mg/dl, 173 mg/dl, 201 mg/dl, 87 mg/dl, 157 mg/dl, 156 mg/dl, 244 mg/dl, 223 mg/dl, 135 mg/dl, 137 mg/dl, 126 mg/dl, 108 mg/dl, 186 mg/dl, 192 mg/dl and 172 mg/dl. Additionally, he was removing the insulin with a syringe to be able to carry out the treatment and mentioned that the syringe was very painful. On (B)(6) 2025, he was so scared because he had a trip scheduled and thought it was better to buy the pen from another manufacturer and leave the reusable pen aside. He did not faint, he stood up completely blackout, his conscience blackout. The most he did was, when realized he was going into a very severe hypoglycemia, was to sit in a chair, but as he had the beans on, he thought a small reserve of his healthy memory asked him to get up and went to stir the pot of beans and he just stayed there stirring, stirring, stirring, until the spoon melted inside the pot, because he had no reaction, it was something severe. The event of hyperglycemia was considered serious by the reporter due to medical significance reasons. Information regarding the corrective treatment, outcome of the events and status of insulin lispro treatment was not provided. The operator of the reusable humapen ergo ii was the patient and his training status was unknown. The general reusable humapen ergo ii duration and the suspect reusable humapen ergo ii duration of use was not provided. The action taken with the suspect reusable humapen ergo ii was not provided. The device was not returned to the manufacturer. The reporting consumer assessed the events were not related with insulin lispro. The reporting consumer assessed the events were related with the reusable pen humapen ergo ii. Update 13-may-2025: additional information was received from initial reporting consumer on 07-may-2025. Added one non-serious event of wrong technique in drug usage process. Updated event of hyperglycemia as serious due to medical significance reasons by the reporter. Updated narrative with new information. Edit 13-may-2025: upon review, updated the suspect drug name form insulin lispro to humalog in narrative. Updated narrative with new information. Update 23-may-2025: additional information was received on 14-may-2025 from the initial reporting consumer. Added medical history and further details regarding glucose events. Narrative was updated accordingly. Additional information received on 20-may-2025 from the initial reporting consumer and processed at the same time was deemed non-medically significant as the details had already been captured in the case. Edit 27may2025: upon review for expedited reporting, this case was unlocked to amend the update statement from 23-may-2025 and clarify that the information received on 20-may-2025 was deemed non-medically significant. Edit 03jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 20jun2025: additional information received on 17jun2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for pc-015991. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for pc-015991, malfunction reiterated as unknown for pc-015991 and device return status updated to not returned to manufacturer. Updated lot number and added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 07aug2025: additional information received on 01aug2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update and an imdrf status change to no. The dsss was not updated, so no further action was required. Update 15aug2025: additional information received on 08aug2025 and 15aug2025 from global product complaint database and were processed together. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required. Update 19aug2025: additional information received on 15aug2025 and 18aug2025 from the global product complaint database which were processed together. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 28aug2025: additional information received on 22aug2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20jun2025 in the b.5. Field. No further follow-up is planned. This device was associated with an increased blood sugar, hypoglycemia, loss of consciousness on (B)(6) 2025 and hyperglycemia on (B)(6) 2025. Evaluation summary: a male patient reported during use of his humapen ergo ii pen that "liquid was not "poured" correctly and only a droplet of the medicine comes out" and on a separate occasion "he selected 4 units and noticed only air vent and did not notice medication output". The patient experienced increased blood glucose, hyperglycaemia and hypoglycaemia. The device was not returned to the manufacturer for investigation (batch number 2405d03, manufactured may 2024). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), with additional information from the initial reporter, concerned a male patient of unknown age and origin. Medical history included being a type 1 diabetic for more than 30 years, labile glucose (as reported) described as it offered some kind of oscillation with a very high tendency to hypoglycemia, approximately in 2018 (reported as 7 years prior to (B)(6) 2025), he started a carbohydrate-counting treatment, before it, he was only on a diet; after this count he was able to gain weight, gain muscle mass, he went to the gym from monday to friday, and his life changed positively; these episodes were less frequent than before; he used rapid insulin from another manufacturer, with each feeding; it had been more than 10 years since he had been in a situation where he did not faint, but was completely unconscious in this picture, had eyes open, but consciousness was zero. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable pen (humapen ergo ii), 4 units, for the treatment of type I diabetes, beginning approximately in (B)(6) 2025. Frequency and route of administration were not provided. When used the reusable pen, it was not easy when had to adjust the plunger and the body of the reusable pen, it was necessary coupling and applying pressure for the tube to fit (as reported); then, it needed having strength, he was sure he did everything right, and even his wife and daughter were accompanying him too; when he was eating it was high (unclear what they referred to), he went to do the injection in his hand, he selected three units, and when he squeezed it , he saw that no liquid came out, he thought he injected air inside him, he removed and did the process again, a couple of times, then it started to come out but in the shape of a bubble, usually he applied it to the abdomen or leg, he experienced hyperglycemia, and got to the worst. Since (B)(6) 2025, after starting the insulin lispro treatment, he experienced severe blood glucose peaks and he also experienced severe hypoglycemia. By 2:15 pm, his glucose was 80, 82, he was monitoring it with a sensor, everything was right, he applied his insulin lispro with the reusable pen in the morning and inexplicably, he blacked-out when was going to prepare his lunch, when his glucose got low, he got a warning from the sensor, he had fruit at his house, cookies, everything and he ate, he always walks with glucose tubes in his pocket. Everything was adjusted that day, his glucose was around 80, he was fed, and out of nowhere, I blacked out; it must have gone to almost zero. His wife asked a friend to see him, and he talked to him normally; he asked him questions, and he answered because that was how he behave in a hypoglycemic outbreak, he got super conscious, but did not remember his face, or his wife, or what he said to him, he just know that he asked him questions and he answered. The events of hypoglycemia, blood sugar increased, and loss of consciousness were considered serious due to medical significance. While injecting medication into his skin, he observed that the liquid was not poured correctly and only a droplet of the medication comes out (pc number: (B)(4), lot number: 2405d03). His glucose reached high peaks, on a later day after (B)(6) 2025, where on one of these days he made an application in which he selected 4 units and noticed only air output and did not notice medication output (missed dose). During physical activity, after eating and applying insulin, he noticed still high blood glucose. Conflicting information since it was also reported. On (B)(6) 2025, he had a similar situation; his glucose dropped very strongly, then this same friend came and gave glucose in his mouth, and he started to return to his normal state. On (B)(6) 2025, the blood glucose was 185 mg/dl, 206 mg/dl and 148 mg/dl. On (B)(6) 2025, the blood glucose was 59 mg/dl (blood glucose decreased). On (B)(6) 2025, the blood glucose was 188 mg/dl, 264 mg/dl, 85 mg/dl, 124 mg/dl, 159 mg/dl, 149 mg/dl, 159 mg/dl, 172 mg/dl, 163 mg/dl, 138 mg/dl, 157 mg/dl, 232 mg/dl, 127 mg/dl, 127 mg/dl, 166 mg/dl, 196 mg/dl, 200 mg/dl, 147 mg/dl, 166 mg/dl, 165 mg/dl, 169 mg/dl, 181 mg/dl and 187 mg/dl. On (B)(6) 2025, he had suffered very serious hyperglycemia and almost lost his life; although he made corrections in these periods very little changed because despite carefully selecting the units in the pen, the results in balancing blood sugar were quite insufficient. On (B)(6) 2025, the blood glucose was 140 mg/dl, 119 mg/dl, 91 mg/dl, 81 mg/dl, 173 mg/dl, 201 mg/dl, 87 mg/dl, 157 mg/dl, 156 mg/dl, 244 mg/dl, 223 mg/dl, 135 mg/dl, 137 mg/dl, 126 mg/dl, 108 mg/dl, 186 mg/dl, 192 mg/dl and 172 mg/dl. Additionally, he was removing the insulin with a syringe to be able to carry out the treatment and mentioned that the syringe was very painful. On (B)(6) 2025, he was so scared because he had a trip scheduled and thought it was better to buy the pen from another manufacturer and leave the reusable pen aside. He did not faint, he stood up completely blackout, his conscience blackout. The most he did was, when realized he was going into a very severe hypoglycemia, was to sit in a chair, but as he had the beans on, he thought a small reserve of his healthy memory asked him to get up and went to stir the pot of beans and he just stayed there stirring, stirring, stirring, until the spoon melted inside the pot, because he had no reaction, it was something severe. The event of hyperglycemia was considered serious by the reporter due to medical significance reasons. Information regarding the corrective treatment, outcome of the events and status of insulin lispro treatment was not provided. The operator of the reusable humapen ergo ii was the patient and his training status was unknown. The general reusable humapen ergo ii duration and the suspect reusable humapen ergo ii duration of use was not provided. The action taken with the suspect reusable humapen ergo ii was not provided. The device was not returned to the manufacturer. The reporting consumer assessed the events were not related with insulin lispro. The reporting consumer assessed the events were related with the reusable pen humapen ergo ii. Update 13-may-2025: additional information was received from initial reporting consumer on 07-may-2025. Added one non-serious event of wrong technique in drug usage process. Updated event of hyperglycemia as serious due to medical significance reasons by the reporter. Updated narrative with new information. Edit 13-may-2025: upon review, updated the suspect drug name form insulin lispro to humalog in narrative. Updated narrative with new information. Update 23-may-2025: additional information was received on 14-may-2025 from the initial reporting consumer. Added medical history and further details regarding glucose events. Narrative was updated accordingly. Additional information received on 20-may-2025 from the initial reporting consumer and processed at the same time was deemed non-medically significant as the details had already been captured in the case. Edit 27may2025: upon review for expedited reporting, this case was unlocked to amend the update statement from 23-may-2025 and clarify that the information received on 20-may-2025 was deemed non-medically significant. Edit 03jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 20jun2025: additional information received on 17jun2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Updated lot number and added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.